Event description:
It was reported in a literature article titled "acute frame coil migration during filling coil retrieval in a cerebral aneurysm embolization case: a possible result of a venturi effect?" That the subject framing coil was deployed inside anterior choroidal aneurysm. Then another coil was introduced after microcatheter repositioning. Halfway through deployment, an unfavorable configuration of the second coil was encountered. A decision was made to retrieve this coil, and it was pulled back into the microcatheter smoothly. Once this coil was within the microcatheter, having no contact with subject frame coil, a swift migration of the subject frame coil construct was seen. The subject frame coil was then migrating backwards, into the microcatheter, protruding away from the aneurysm sac. With the aid of the second coil, the subject frame coil was pushed through the catheter and re-positioned back into the aneurysm sac. Then again, the second coil was retrieved, slowly down to the petrous ica (internal carotid artery) level. At this point the pulling was accelerated by the operator, and the subject frame coil again migrated away from the sac and into the microcatheter. A second attempt was made to re-position the subject frame coil but the microcatheter position was lost. At this stage, it was decided to inflate the balloon in order to stabilize the rest of the construct, and the microcatheter was fully removed leaving a small loop protruding adjacent to the ica wall. The subject frame coil remained stable, and all branches were seen patent. The procedure ended with aneurysm secured, and the patient woke up with no neurological deficits, and was started on aspirin 100 mg tablets as a safety precaution. Patient was discharged on post-operative day #2 in her baseline status.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the literature the target 3d was deployed in the aneurysm. During retrieval of a subsequent nano coil, the target 3d migrated from the aneurysm which resulted in a coil loop protruding from the aneurysm. A balloon was inflated to stabilize the frame and the case was completed with the aneurysm secured. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported in a literature article titled "acute frame coil migration during filling coil retrieval in a cerebral aneurysm embolization case: a possible result of a venturi effect?" That the subject framing coil was deployed inside anterior choroidal aneurysm. Then another coil was introduced after microcatheter repositioning. Halfway through deployment, an unfavorable configuration of the second coil was encountered. A decision was made to retrieve this coil, and it was pulled back into the microcatheter smoothly. Once this coil was within the microcatheter, having no contact with subject frame coil, a swift migration of the subject frame coil construct was seen. The subject frame coil was then migrating backwards, into the microcatheter, protruding away from the aneurysm sac. With the aid of the second coil, the subject frame coil was pushed through the catheter and re-positioned back into the aneurysm sac. Then again, the second coil was retrieved, slowly down to the petrous ica (internal carotid artery) level. At this point the pulling was accelerated by the operator, and the subject frame coil again migrated away from the sac and into the microcatheter. A second attempt was made to re-position the subject frame coil but the microcatheter position was lost. At this stage, it was decided to inflate the balloon in order to stabilize the rest of the construct, and the microcatheter was fully removed leaving a small loop protruding adjacent to the ica wall. The subject frame coil remained stable, and all branches were seen patent. The procedure ended with aneurysm secured, and the patient woke up with no neurological deficits, and was started on aspirin 100 mg tablets as a safety precaution. Patient was discharged on post-operative day #2 in her baseline status.